Manufacturer narrative:
E1: event city: (B)(6). Event country: germany. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set was leaking at site event on (B)(6) 2026. The infusion set had been in use for two days.